Manufacturer narrative:
Reported event stent kinked. The device was received with a non-bsc guidewire loaded on it. When the guide catheter was fully retracted inside the push catheter, it was noted that the stent would not release due to the guidewire loaded through it and the suture was holding the stent as intended. The guidewire was stuck but was pulled with effort and stent was deployed. Visual evaluation found the stent bent in several location and suture was normal post stent deployment. The stent and push catheter suture hole was also torn. The pull wire at the handle was bent in several location and was broken approximately 8.2cm from the proximal end of the green point-of-no-return indicator. The proximal section of the broken pull wire was missing. The pull wire was retracted to its maximum extent that the pull wire and guide catheter was stuck inside the push catheter. The push catheter was sectioned and peeled and found that the guide catheter was bent in several locations. A functional evaluation was not performed due to the condition of the returned device. The investigation concluded that tortuous conditions due to patient anatomy or customer manipulation can cause the delivery system to bend/coil leading to kinks and bends in stent and the delivery system, which could cause interaction between the device and the guide wire. The guidewire could not be removed during the procedure, which ultimately caused inability to release the stent. Effort to release the stent likely caused the failure modes identified during product analysis, such as bending and breaking of the pull wire and tearing of suture holes. Therefore the most probable root cause is ¿operational context.¿   a review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary preloaded stent was used during a procedure. According to the complainant, during the procedure, the stent was inserted with the guidewire in the working channel without problem but could not be deployed or released. The stent was removed from the patient and the procedure was completed with a metallic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Investigation results revealed the stent kinked, therefore this event has been deemed an MDR reportable event.